Event description:
It was reported that the patient was admitted to the emer- gency with no visible pacer spikes or evidence of capture. The patient was intrinsic at 35 beats per minute (bpm), and was experiencing fatigue and near syncope. There was inter- rogation difficulty, but communication was eventually established. There was an error message, then telemetry cut out and pacing began at 150 bpm, ceasing minutes later. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.